Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-93457. It was reported that the patient with an infection and lead vegetation. The infection was discovered via blood cultures and an echocardiogram. The vegetation was visualized with transesophageal echocardiogram. The physician explanted the system- pacemaker, right ventricle lead and right atrial lead. The system was replaced with a new pacemaker and two epicardial leads on the same procedure day. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.